Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? What tissue structure the broken needle was located? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, are any plans in place to remove the needle piece in future? What is the surgeon's opinion of consequences to the patient? Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown.

Event description:
It was reported that a patient underwent a wound closure procedure on (B)(6) 2023 and suture was used. During the procedure, the process of suturing the wound, the needle broke and remained at the patient's wound. The doctor pinched out the broken needle. No additional information could be provided. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 6/7/2023. The following additional information was received: after investigation, the patient, a 22-year-old female, underwent subabdominal renal cyst resection in hospital on (B)(6) 2023. The surgeon used the w9937 by our company for skin tissue sewing in the way of continuous suturing. During the sewing, the needle tip broke occurred (the specific length of the broken end of the needle was unknown). The broken needle fell into the patient's tissue. The surgeon immediately looked for the broken needle and found it. After removal, the integrity of the suture needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture (the specific product information was unknown) was replaced to complete the skin sewing. There was no harm to the patient as a result of this event and no subsequent adverse events were reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.